Event description:
It was reported a 20mm amplatzer amulet was successfully implanted on (B)(6) 2022. A transesophageal echocardiogram (tee) was completed post implant, prior to the patient leaving the procedure room that confirmed the device was performing as intended. Post procedure, while in recovery, the patient complained of chest pain and shortness of breath. The patient quickly decompensated and developed pulseless electrical activity (pea) and cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated, a central line was placed and the physician performed a bedside tee. The findings were negative for any pericardial effusion, tamponade, or migration of the device. The patient's lab values showed a sharp drop in hematocrit. Electrocardiogram (ECG) showed sinus rhythm. The patient was taken to exploratory laparotomy, which showed right venous hematoma and retroperitoneal bleed resulting in further decompensation. The patient died on (B)(6) 2022, despite being given blood products (plasma & platelets) and resuscitation. Pre-event hemoglobin was 13.5g/dl and nadir hemoglobin was 3.3g/dl. The cause of the death was unknown. This event is being conservatively reported due to the proximity to the implant procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of chest pain, shortness of breath, cardiac arrest, right venous hematoma, massive blood loss, retroperitoneal bleed, and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Section d has been updated to reflect the correct device, amplatzer torqvue delivery system 9-tv45x45-12f-080.